Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the stomach during a procedure performed on (B)(6) 2024, as part of the e7170 mantis clip study for subject (B)(6). During the procedure, mantis clip was successfully placed inside the patient without problems. There was no bleeding during the resection and the defect was at the submucosal layer. There was successful prophylactic clipping with complete closure of the defect. On march 25, 2024, the patient experienced mild nausea. The mild nausea was considered resolved on march 26, 2024, with medication of (ppi, carafate, and levsin). It was reported that mild nausea has a possible relationship to the mantis clip study and the procedure.

Manufacturer narrative:
Study: e7170 mantis clip registry clinical trial imdrf impact code f2303 captures the reportable event of medication required.